Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. The patient¿s insertable cardiac monitor was unable to be interrogated. Dongles and programmers were exchanged, resetting the bluetooth chip, and turning off the patient¿s phone could not resolve the issue. No further intervention was performed. No further information was available.